Event description:
I had microneedling done at a dermatologist office and they used topical sculptra, a product made by galderma. I was not informed of side effects before signing a consent form. The product has created numerous skin lesions and a large lump under my eye as well as scars all over my face. I am 65 years old and am told that there is no way to correct the problem. I have since downloaded the manufacture's literature and the product is not approved by the FDA or the manufacturer for topical use. The FDA needs to prohibit the use of the topical application of sculptra. I have emotional problems include suicidal thoughts associated with the changes to my face caused by the inappropriate use of the product which the FDA approved. I have no issue with FDA approving the product for use per the manufacture's requirements but the FDA should prohibit the use of the product unless the provider follows the manufacturer's instructions.